Event description:
It was reported that the patient was admitted to the clinic for extended runs of ventricular tachycardia, one of which was accompanied by 15 implantable cardioverter defibrillator (ICD) firings and had been cardioverted reportedly twice in a short period of time. The patient was noted to be having long runs of ventricular tachycardia however nothing notable was observed on the left ventricular assist device (lvad).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
This event was determined to be supplemental information to MFR# 2916596-2024-05664. The investigation findings will be submitted under MFR# 2916596-2024-05664. No further information was provided. The manufacturer is closing the file on this event.